Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an infection at the ipg site. As a result, the patient's scs system was explanted and they were prescribed antibiotics. No further information is available.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information was received that the patient's underwent surgery to have a new ipg implanted. There were no complications and effective therapy was restored.